Event description:
It was reported that there was poor wireless telemetry and noisy telemetry while attempting to interrogate the device while still in the box. A message "cannot interrogate noisy telemetry with device" was repeated many times. It was further reported that there was a message of "interrogation unsuccessful, reinterrogate the device." A different device was used for the implant. The device was returned to the manufacturer, analyzed, and tested out of specification. The device condition was identified prior to any patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. Evaluation summary: preliminary analysis revealed no anomalies. The device was fully functional. Further analysis with telemetry c confirmed that interrogation of the device was unsuccessful; however, successful interrogation could be performed with telemetry b. Additional testing determined the root cause of the inability to interrogate the device using telemetry c to be a memory error of a microprocessor integrated circuit.